Event description:
Essure birth control device. I thought all my problems were due to my physical job as a (B)(6) . My orthopedic doctor said my MRI did not show reason for pain down my legs, in my hips, my waist, joint and muscle pain. I have been living in a bubble because even I thought "I" was crazy. I don't know what to do right now. I don't talk to anyone about it. I just really, literally put 2 and 2 together. I never even thought that it could be essure device making me feel ill all the time. How the hell did this device get approval? I dolt doctor of night sweats, nausea he said to take black cohosh. When he did internal pelvic exam, I flinched with pain and he replied "oh sorry".